Event description:
It was reported that a large volume infusor was rejected due to particulate matter. The particles seemed plastic in nature. This was identified in the compounding facility. The device was filled with flucloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from march 14, 2022 - march 15, 2022. H10: the actual sample was received for evaluation containing drug fluid in the bladder. Visual inspection was performed using magnification which revealed a white particle floating freely in the fluid of the bladder; the particle was in the fluid path. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ftir) test. Acrylic is the material of the stressmember which is located inside the bladder. The stressmember has a filter which would prevent acrylic shaving or any particulate matter from moving out of the bladder, downstream of the fluid path to the patient. Therefore, this does not have potential to be infused to the patient and is not likely to cause a serious injury. The reported condition was verified. The cause of the condition is related to a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.